Manufacturer narrative:
Device evaluated by MFR: a promus premier select 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was fully crimped and unexpanded. Stent damage was noted with stent struts in the mid region noted to be lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the device met specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.a visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded onto a 0.0140 guidewire and an encore inflation device was attached the balloon was inflated to 16 atm as per promus premier select instructions for use and device successfully inflated. A vacuum was pulled using the encore device and the balloon deflated fully within 13 seconds.

Event description:
It was reported that the struts were damaged. A 45% stenosed target lesion was located in the none tortuous and mildly calcified left anterior descending (lad) artery. A 38 x 3.00 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. The physician noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications and the patient was stable post procedure.

Event description:
It was reported that the struts were damaged. A 45% stenosed target lesion was located in the none tortuous and mildly calcified left anterior descending (lad) artery. A 38 x 3.00 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. The physician noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications and the patient was stable post procedure.